Event description:
It was reported that device entrapment occurred. A 1.25mm rotapro and rotawire drive were selected for use in a percutaneous coronary intervention and atherectomy procedure of the left anterior descending artery (lad). The target lesion was moderately tortuous and moderately calcified with 75% stenosis. During the procedure, the rotapro became entrapped with the unknown drug coated stent (des) during ablation in the lad. Subsequently, the rotapro stalled. The des stent was unintentionally explanted during removal of the rotapro and rotawire drive. There were no patient complications reported, and the patient was in stable condition post procedure.

Manufacturer narrative:
Age at time of event - over 18 years old.

Manufacturer narrative:
A2: age at time of event - over 18 years old. Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The device was received with the burr separated. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the coil had been stretched and broken at the point of detachment from the burr. An unknown stent was found wrapped around the burr and coil upon receipt of the device. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device was able to reach and maintain optimal speed with no resistance or issues. Product analysis confirmed the reported stent entanglement, as the device was received with the stent wrapped around the burr and coil. The reported stalling issues could not be confirmed, as the device was able to reach and maintain optimal speed during analysis.

Event description:
It was reported that device entrapment occurred. A 1.25mm rotapro and rotawire drive were selected for use in a percutaneous coronary intervention and atherectomy procedure of the left anterior descending artery (lad). The target lesion was moderately tortuous and moderately calcified with 75% stenosis. During the procedure, the rotapro became entrapped with the unknown drug coated stent (des) during ablation in the lad. Subsequently, the rotapro stalled. The des stent was unintentionally explanted during removal of the rotapro and rotawire drive. There were no patient complications reported, and the patient was in stable condition post procedure.